Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. Electrode 3 read as an open circuit and short circuits were noted between electrodes 1-4 and the thermocouple wires during electrical testing. The strain relief was removed. It was noted that a portion of the shaft under the strain relief was gouged. At the gouge, conductor wire 3 hand been fractured, however it is unknown if the cause of the gouge and fractured conductor wire happened inadvertently during dissection of the strain relief, or if the gouge and fractured conductor wire occurred prior to receiving the device. During dissection of the device, conductor wires 2 and 4 had been inadvertently fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to the condition of the device post dissection, the cause of the open circuit on conductor wire 3 and the short circuits between e1-e4, could not be conclusively determined.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit of the catheter.